Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the logs and found errors 22020 and 282 pointing to a failed instrument engagement and tool sensors not detected on the universal surgical manipulator (usm) 3. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 3 moved while an instrument was being removed during a procedure. The clinical sales representative (csr) suggested that the customer may have not straighten the instrument tips before removing. The technical support engineer (tse) reviewed the error logs and found errors 22020 and 282 pointing to a failed instrument engagement and tool sensors not detected on the universal surgical manipulator (usm) 3. The procedure was completed with no reported injury.